Event description:
On (B)(6) 2024, a patient previously treated with gore® tag® conformable thoracic stent graft with active control system (ctag) received a reintervention due to post-operative aneurysm enlargement and device migration. It was a plan to add an additional ctag proximally to the previously implanted ctags using a chimney technique. At the beginning of reintervention, bilateral axillary - left common carotid artery bypass grafting was performed. Then, a 12 fr gore® dryseal flex introducer sheath (sheath) was delivered from the right subclavian artery for implanting a chimney graft (gore® excluder® aaa endoprosthesis = excluder) to brachiocephalic artery. A ctag was delivered from the left femoral artery, and both chimney excluder and ctag were deployed simultaneously. After touching up both excluder and ctag using a kissing-balloon-technique, the physician noticed the blood pressure of the right subclavian artery has decreased. An angiography found that the right subclavian artery was dissected. Reportedly, the right subclavian artery was tortuous, thus the physician advanced the 12fr sheath with force. As a treatment, two epic¿ self-expanding nitinol stent system (boston scientific corporation) was placed in the dissected area. The patient tolerated the procedure.

Manufacturer narrative:
H3: code "other" was selected as the medical device was discarded at facility. Return not possible. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. H6: code d12: according to the gore® dryseal flex introducer sheath instruction for use (IFU), the potential adverse events with the use of device may include but are not limited to: vascular trauma (i.e., dissection, rupture, perforation, tear, etc.) B5: the post-operative aneurysm enlargement, device migration and reintervention on april 5, 2024 were reported with manufacturer report number 2017233-2024-04883 and 2017233-2024-04884. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.